Event description:
Healthcare professional reported right side "rupture," "benign microcalcification," "numerous para-prosthetic cystic images," and "ancient and multiple siliconomas." The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A broken is found with the following conditions: striated edge on anterior and sharp edge on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a broken is found with the following conditions: striated edge on anterior assessed as surgical damage and sharp edge on the posterior assessed as an unidentified (tear) opening. -missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side "rupture," "benign microcalcification," "numerous para-prosthetic cystic images," and "ancient and multiple siliconomas." The device has been explanted.

Manufacturer narrative:
(B)(4). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and granuloma.

Event description:
Healthcare professional reported right side "rupture," "benign microcalcification," "numerous para-prosthetic cystic images," and "ancient and multiple siliconomas." The device has been explanted.